Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Citation: guimaron, samantha, et al. ''Macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses.'' Journal of cardiac surgery 37.10 (2022): 3178-3187. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the thrombosis is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned for evaluation.

Event description:
As reported by the edwards canadian affiliate, a review of the medical article, ''macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses'' was performed. The following event was identified as pertaining to an edwards device: one patient's sapien xt valve was explanted. Leaflet thrombosis was confirmed on three leaflets of the explanted valve. The aim of this study was to conduct a retrospective study of patients with transcatheter aortic valve replacement (tavr) who required late explantation surgery for failure of their percutaneous valve for different reasons and to describe macroscopic and microscopic features from 2007 to 2020.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2024-00208, 2015691-2024-00209, 2015691-2024-00210, and 2015691-2024-00211.